Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks on the top right and bottom left corners of the screen. Customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had a cracked case at display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tune threads, cracked belt clip slot and peeling address/serial number label.